Event description:
Customer reported the monitor will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane, and image processor. System operates as intended.